Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. The lesion was described as mildly tortuous and 99% stenosed, which likely contributed to the reported failure to advance/cross the lesion. Additionally, factors that may contribute to shaft damage/separation include but are not limited to, handling during manufacturing, handling during preparation for use, and/or handling during the procedure. To help ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected for shaft damages during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft lumen integrity before lot release. The returned goods lab analysis noted blood on the balloon and on the stent implant, which is consistent with advancement into the body. There was contrast in the inflation lumen, which is consistent with preparation for use. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There was a bend and multiple kinks throughout the shaft. Since these damages were not noted during inspection prior to use or included in the incident information, they likely occurred during the procedural attempts to cross the lesion, and/or during handling, packaging, and shipment back to abbott vascular for analysis. The hypotube shaft was separated 12.6 cm distal to the strain relief tubing. The reported information stated that force was applied in an attempt to advance/cross the lesion which likely caused or contributed to the shaft separation/detachment. It was reported that force was applied in an attempt to advance/cross the lesion. It should be noted that the xience v instructions for use states: resistance may indicate a problem. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. The reported use error likely contributed to the reported shaft separation/detachment. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the mildly tortuous distal right coronary artery, pre-dilatation was performed. The 2.75 x 12 mm xience v stent was advanced with some difficulty to the target site, but was unable to cross the target lesion. Force was applied in an attempt to cross the lesion and the shaft separated at a location outside the patient anatomy. The separated segment was easily removed from the patient anatomy and a new non-abbott stent system was advanced and the stent deployed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.